Event description:
We have had a problem with the verathon 3.8mm disposable fiberoptic bronchoscope wherein the endoscope becomes folded over upon itself and lodged in the double lumen endotracheal tube, preventing its removal. This required the patient to be extubated and re-intubated with another endotracheal tube. This happened with two different 3.8mm glidescope endoscopes in the same case. FDA safety report ID# (B)(4).